Event description:
The following was reported to hamilton medical ag: during routine checkup, screen stuck during bootup the deviceloss of external power. Battery is not getting charged. But ventilator won't display loss of external power message continuously. No patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).